Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the territory manager, staff reported that one of our ultrasound machines does not show the needle when trying to access the vein. One of the nurses had to reset it. I don't know if it needs to be calibrated. No other information was provided.